Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received external ram crc error, unexpected restart, low battery, and off no power alarms. The customer's blood glucose level at the time of incident was unknown. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No external ram crc, unexpected restart, unexpected off no power or low battery alarms were noted. No damage was found on the interface board. The pump had a cracked case at the display window corner, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker.